Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the a1cx3 (tina-quant hemoglobin a1cdx gen.3) assay on a cobas c 503 analytical unit. The reporter also mentioned quality control issues. The sample initially resulted in an a1cx3 value of 11.0 %, accompanied by a data flag. The sample was repeated on 08-may-2023, resulting in an a1cx3 value of 5.06 %. The result was deemed correct. The questionable result was reported outside of the laboratory and an amended report was issued. The a1cx3 reagent lot was 66520301 with an expiration date of 29-feb-2024.

Manufacturer narrative:
The last calibration performed on 27-apr-2023 was acceptable. Quality controls were outside of range. The field service engineer determined that the basic wash overflowing on to cuvette top. He checked and adjusted the detergent levels. The customer ran quality control and precision testing successfully. The investigation determined the service actions performed resolved the issue.